Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was placed in a peg placement procedure in early 2009. According to the complainant, stomach contents backflowed on the day the device was placed. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good".